Event description:
Manfuacturer's reference number ot (B)(4).

Manufacturer narrative:
On 29th of september 2020 getinge became aware if an issue related to one of our devices - blueline 80-30. During the device inspection paint chipping from a fork was discovered. No information about patient involvement was reported however we decided to report this case in abundance of caution and based on potential as any paint particles falling into sterile field might be a source of contamination. During investigation, it was found that device was not performing according to the manufacturer¿s specification as the paint peeling occurred. It is unknown if the device was being used for patient treatment when the event occurred but in the way how it is performing it contributed to the event. We have been able to confirm that the investigated issue has not led to serious injury or worse. All getinge products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines getinge¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 29th of september 2020 getinge became aware if an issue related to one of our devices - blueline 80-30. During the device inspection paint chipping from a fork was discovered. No information about patient involvement was reported however we decided to report this case in abundance of caution and based on potential as any paint particles falling into sterile field might be a source of contamination. Manufacturer's reference number (B)(4).